Event description:
Incident reported as: a code was called on a pt and the staff pulled the intubation tray. While in process of resuscitating the pt, the light on the handle did not come on. The staff had to retrieve another intubation tray. The pt subsequently died. No further info available.

Manufacturer narrative:
Sample requested, but not returned yet. Investigation ongoing and a follow up report will be sent as soon as it is available.